Event description:
It was reported that the table on the 2800 system had an error code message and would not tilt. No pt injury was reported.

Manufacturer narrative:
A ge svc rep checked performed an on site investigation. The fuse was reset and table calibrated during the svc call. The system was tested, and found to be working as intended, and put back into svc.